Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that 8 years 7 months post implant of this bioprosthetic valve, a hole was noted in the left non-coronary cusp causing aortic insufficiency. The valve was explanted and replaced with a non-medtronic product. No adverse patient effects were reported.